Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise. No intervention was performed. Further information was requested, however was not provided.

Manufacturer narrative:
Correction: h6- missing code.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that the lead was capped 02 sep 2020. The patient was in stable condition.